Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery problems was confirmed by baxter personnel during product evaluation. After further investigation by the quality engineers, it was determined the reported condition was related to failure 570:xxx. The root cause was assigned to depleted batteries due to use/user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.03.00 which is categorized as unremediated. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.

Manufacturer narrative:
(B)(4). The device is being evaluated on site by baxter personnel. When the evaluation is complete or additional information becomes available a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with battery problems. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.